Manufacturer narrative:
Evaluation description: the reported field event of a setscrew anomaly was confirmed in the laboratory. Visual inspection identified excess epoxy in the rv coil setscrew cavity. The excess epoxy prevented the setscrew from extending fully into the lead bore to secure the lead. (B)(4).

Event description:
It was reported that during an attempted implant procedure, a set screw anomaly was noted. After several attempts to properly connect the lead into the device header, the lead would come out when pulled. The device was not implanted and was replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated, but not yet begun.